Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have a bad continuous glucose monitoring system. Customer was not getting accurate sensor readings. Customer states sensor would indicate a low blood glucose reading when customer's actual blood glucose would be 400 mg/dl. Customer was advised to call at the time issue is occurring in order to troubleshoot. Customer declined troubleshooting. No further information provided.